Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported for right side "capsular contracture grade unknown", "simple interlinear cyst ", "lobulation of the contours of the right breast ", "fibrocystic changes in both breasts". The device remains implanted. Healthcare professional reported "after implantation, it progressively increased the consistency and deformed the breast; it was accompanied by pain on palpation. In the magnetic resonance study, capsular contracture is appreciated".